Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the infusion device was defective. Despite observing the defect 2 or 3 months before, the patient kept using the infusion device. As a consequence of limited visibility of the displayed data, the patient was not always sure if a bolus had been delivered or not. Once she had symptoms of a hypoglycemia, that she regulated it with grape sugar and a meal. On another occasion, the customer noticed elevated blood glucose levels, that she corrected with insulin.